Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2001 with blood glucose of 1004 mg/dl. Customer had symptoms such as nausea and thirstiness. Customer was hospitalized for diabetic ketoacidosis and coma. Customer was treated with insulin and IV. Customer was wearing insulin pump at the time of hospitalization. Customer also mentioned high readings of 460 mg/dl. The customer had problems with bent cannula. The insulin pump was not returned for analysis.